Event description:
It was reported that there was a possible temporary vent blockage, when trying to push insulin from the reservoir to the infusion set. The customer stated that the plunger would not move. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.